Event description:
An ICU nurse obtained a resuscitator for use during a code. The resuscitator for use during a code. The resuscitator was observed to have broken elbow. Another resuscitator was obtained and pt was resuscitated. No reported harm to pt.